Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited high pacing impedances since implant. At implant the pacing impedance measurement, through the pacing system analyzer (psa), was 2400 ohms. Follow after implant noted impedances remained greater than 2000 ohms and then were in the 1900 ohm range for years. More recently, greater than 2000 ohm pacing impedances were noted again. Reportedly capture thresholds, r-wave measurements, and sensing have been normal, and no noise has been noted on the lead. The plan is to continue to monitor. No adverse patient effects were reported.